Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the reported malfunction could not be reproduced. A field service engineer confirmed that the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had door failure. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.